Manufacturer narrative:
(B)(4). UDI: not applicable, no UDI available.

Event description:
The patient has 2 leads (with the same lot number) implanted as part of his scs system. It was reported the patient is experiencing sudden and uncomfortable stimulation surges. Follow-up information revealed x-rays have been ordered and the patient will undergo surgical intervention as the next course of action. Please note: concomitant medical products: model 3416, renew dual receiver, therapy date: unknown.